Event description:
During insertion, tube separated while in pt's stomach. Procedure stopped. Pt developed respiratory distress and needed ICU observation for a period of time. Respiratory distress likely related to pt's under lying condition and anesthesia, but also due to accumulation of free air in abdomen, malfunction of peg.